Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit does not work in automatic mode. There was no report of patient involvement.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the customer, no response has been provided. No further details available.